Event description:
It was reported that a high shock impedance alert was seen via remote monitoring involving this electrode. The patient will be seen for further troubleshooting and x-ray images. A review of the device data by technical services (ts) confirmed the high impedance error and agreed with thorough troubleshooting. Ts noted that the patient might be currently unprotected in case of a ventricular arrhythmia. Additional information confirmed that the electrode was fractured via x-ray images. The electrode was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5 cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In (B)(6) 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that a high shock impedance alert was seen via remote monitoring involving this electrode. The patient will be seen for further troubleshooting and x-ray images. A review of the device data by technical services (ts) confirmed the high impedance error and agreed with thorough troubleshooting. Ts noted that the patient might be currently unprotected in case of a ventricular arrhythmia. Additional information confirmed that the electrode was fractured via x-ray images. The electrode was explanted and will be returned. No additional adverse patient effects were reported.